Manufacturer narrative:
The received device was deployed. No issues were observed that would result in a needle mechanism not deploying. The reported event could not be determined. The pod was downloaded and was found to have generated an alarm due to a failure to detent. The device was rerun and the drive mechanism functioned without issue. The cause of the failure to detent could not be conclusively determined. Correction: (device available for eval: yes, date returned to mfg: 10/15/2019) the device had been received at the time of initial report. Correction: (device returned to manufacturer? Yes). The device had been returned to the manufacturer at the time of initial report.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Changing your pod: chapter 3 / pages 48; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Blood glucose readings: chapter 4 / page 56; warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the needle did not deploy. The pink slide did not move forward and the cannula was not visible. The pod was not worn.